Event description:
It was reported by a customer in the USA that the 840 ventilator would not power on. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and an error code was found indicated the ventilator went inoperative. The cse replaced the breath delivery unit (bdu), printed circuit board (pcb), which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).